Manufacturer narrative:
Since the device is not available to be returned to use, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).

Event description:
The hospital reported that during sterilization, it was observed that the restrain failed on the dc extension cable and the wires were exposed. There was no pt involvement.